Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during device evaluation of the bronchovideoscope, the image exhibited interference and intermittent blackout when adjusting up angulation. There were no reports of patient involvement.